Event description:
A report was received that a patient's lead was explanted due to high impedances on multiple contacts. The lead was replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial/lot#: (B)(4), description: scs 70cm iii lead. The explanted lead will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.